Event description:
The endotak endurance lead's inner conductor separated from the outer insulation at the proximal anode ring. The inner conductor remained intact to the cathode pin. The separation occurred after a light tug on the lead to ensure connection inside the device header. A new lead was implanted and, due to the pts anticoagulation status, fresh frozen plasma was administered. The pt's hospitalization now requires overnight observation following the implantation of the new lead.